Manufacturer narrative:
No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's pump showed that everything had been infused, but nothing got infused to the patient. Half the bag of medication was left over. The caller was instructed to turn the pump off and back on after hearing a beeping noise. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received via email from customer on 18-oct-2022 and attached to complaint object: we are currently following up on this complaint. The air-detector sensor was turned off which is not the standard protocol. If it is turned off what is the mechanism that follows it (alarms). This is not a product complaint or malfunction rather us having questions about the functioning of the air-detection mechanism and understanding the relevant alarms. We are seeking information on the above because the air detector was turned off and thus need to understand what is the mechanism that follows it. A second additional information was received via voice message from customer on 19-oct-2022 and attached to complaint object: see event notes. H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found broken battery compartment, rusty/corrosion battery springs, air bubbled on downstream occlusion seal. There was no evidence of the error recorded in the event history log. The customer reported issue was not duplicated. Investigation was unable to determine what caused the reported problem. For corrective/preventative action the expulsor assembly, downstream occlusion sensor and battery compartment were all replaced. The air sensor was also reseated. The root cause of the reported problem was unknown. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Additional information received via email from customer on 26-aug-2022 and attached in complaint: we are currently following up on this complaint. In this case, the air-detector sensor was turned off which is not the protocol. If it is turned off are there any other alarms that will prompt air detection? We would require your investigation findings for the above issue. Second follow-up received via email from customer on 02-sep-2022 and attached in complaint: we are currently following up on this complaint. In this case, the air-detector sensor was turned off which is not the protocol. If it is turned off are there any other alarms that will prompt air detection? We would require your investigation findings for the above issue. H6: event problem and evaluation codes: updates not required. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: d4: correction: model number: 2120.